Event description:
Aesthetician reported that the 15mm handpiece sparked and the cable off broke near the handle while performing a full face skin tightening treatment. Neither the user nor the patient was harmed or injured. The handpiece had been used approximately 120 times. The generator power setting was 20 at time of event. The handpiece had been in use for 10-15 minutes when the event occurred.